Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformance during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The device is available and was reported to be shipped back to the manufacturer for evaluation, however, sample has not been received to date. Additionally, photos have been provided to the manufacturer for review. The device will be evaluated upon receipt and a follow up report will be filed upon completion of the investigation .

Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed at the top of the arterial side of the dialyzer and the machine alarmed. Estimated blood loss was 300cc's. Pt had no adverse effects and required no medical intervention. Sample is available.